Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the printer would not print and the printer was therefore replaced. Analysis further noted that three hinge plate screws were missing and that the electrocardiogram connector was loose and therefore three hinge plate screws were installed and secured and the link electronic module printed circuit board was replaced and calibrated. (B)(4).

Event description:
It was reported that the programmer would not print. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.